Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that there are no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a fracture at proximal region of femur. The surgeon sensed resistance when he inserted the blade in question during the surgery. However, he continued with intraoperative compression, and found the connection part of the blade in question was taken off when extracting the compression instrument. The surgeon exchanged the blade in question to the blade lengthened 85mm to complete the case. This is report number 1 of 1 for (B)(4).